Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead resulted in a code 1004, indicative of a short circuit condition detected during shock delivery due to a low out-of-range shock impedance measurement less than 12.5 ohms. When the device attempted to charge again a code 1007 was recorded, indicative of a charge time exceeding 45 seconds. This ICD system remains in service, however technical services (ts) recommended ICD and rv lead replacement. No adverse patient effects were reported.